Manufacturer narrative:
(B)(6).the device was manufactured between june 11-13, 2016. The actual device was not available; however, photographs of the sample were provided for evaluation. The photos did not show clear evidence of a "crooked port¿, however, they did show evidence of a leak near the fill port area. The reported condition of leak was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 250 ml large volume intermate leaked from the top. When the pharmacist attempted to add 100 ml of sodium thiosulphate to the device, which already contained an unspecified volume of 0.9% sodium chloride, a leak was noted at the top of the device. The customer reported that the port looked "crooked". This was identified during filling at the hospital. There was no patient involvement. No additional information is available.